Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique during dilator removal contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the air leak in the device during the procedure which required aspiration to prevent patient injury. It was reported that during the mitraclip implantation procedure, the fluid in the hemostasis valve of the steerable guide catheter (sgc) emptied after the dilator and guide wire were removed from the sgc. The sgc was positioned below the heart level and the device was aspirated. The sgc was removed from the patient and replaced with a new one. No air was found in the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. One mitraclip was implanted reducing the mitral regurgitation (mr) grade from 4 to 1-2. No additional information was provided.